Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Product may have been discarded.

Event description:
It was reported by the user facility that a screw had fractured intraoperatively. It was further stated that a portion of the screw remains within the patients bone.